Event description:
It was reported that there was noise or oversensing in the right ventricular lead. Further information was unable to be obtained. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Number 4194 implantable pacing lead (B)(6) 2012; implantable pacing lead (B)(6) 2012-03-02. (B)(4).